Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports rupture on right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6

Event description:
Physician reported right side rupture. Device has been explanted.

Event description:
Physician reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: weight to spec, deformation device and crease fold. Cloudy in the gel observed after autoclave cycle. The unit is not ruptured. Based on the device analysis the final assessment is no issues found related with the manufacturing process."

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5,d.6b,h.6.